Manufacturer narrative:
The returned device was evaluated and a tear was observed on the unexposed portion of the soft cannula. This would result in less fluid being able to reach the patient, causing a failure to deliver insulin. The device failed to pair with the master pdm. The pcb was removed from the device and wiped clean with alcohol. The pcb still failed to pair with the master pdm. The device suffered total data loss. Corrosion was observed on the pcb. This can be attributed to the internal leak. All three batteries' voltages were measured being lower than expected. This can be attributed to the corrosion on the pcb depleting the energy from the batteries. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.